Event description:
On (B)(6) 2011, patient reported that he experienced a bent infusion cannula with every infusion set that he used. The bent cannulas were noticed when the infusion headsets were removed from his skin. Blood glucose elevated to above 145 mg/dl, and target blood glucose is 125-135 mg/dl. Patient treated elevated blood glucose by not eating. Patient also received e4 occlusion errors on the infusion device. He only used the infusion headset for 2 days due to these concerns. There was no leaking at the infusion site. Alleged infusion sets were discarded and were not requested for evaluation. Patient previously ordered replacement infusion sets. The patient did not require treatment from a health care professional or second party to address the issue.

Manufacturer narrative:
No product will be returned for evaluation.